Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a craniotomy procedure in 2009. The following month, the patient experienced fever, chills, surgical site pain, itching and pus around the sutures. The wound area opened. The patient had a negative blood culture and elevated white blood count. A re-operation was performed the same day and the surgeon removed the sutures and re-sutured with nylon. The pt remained hospitalized in stable condition.